Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Devices are used for treatment. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: it was reported a patient had a two-stage revision about two (2) weeks after initial surgery due to metal related pathology. Subsequently, patient underwent an I&d due to a fungal and bacterial infection. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had a two-stage revision due to metal related pathology about two (2) weeks after initial surgery. Subsequently underwent an I&d due to a fungal and bacterial infection. The head, taper, and bearing were exchanged without complication. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Concomitant medical products - biolox delta option head, 28mm, item# 650-1055, lot# 3061992; vivacit-e dm bearing 28x50mm, item# 110031015, lot# 64760199. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2023-00046. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.